Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer received a result of 14.7 mmol/l on the compact plus system and a result of 7.1 mmol/l on a professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.